Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-3632 double loaded fibertak fork-like inserter tip broke during insertion. The broken fragments were not retrieved. This was discovered during a procedure on (B)(6) 2023. Additional information received on (B)(6) 2023: this was discovered during an rcr procedure and completed with the same anchor, as it could be implanted successfully, despite the broken inserter tip.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided photo. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the device during insertion.